Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was out biking when his blood glucose (bg) levels got low (50 mg/dl). The patients wife states that her husband stopped to drink his juice and finished his juice to treat his low bg levels. The patients wife states that it started to rain so he decided to try to make it home. The patient was coming down a hill and lost his balance and hit the curb and then hit a tree. The patients wife states that the ems (emergency medical services) gave him a glucose tube before they put in the ambulance to take him to the hospital. While at the hospital he was treated with morphine and insulin. The patient suffered a broken collar bone, nine ribs 1-9, punctured his lung, bruised his liver, injured transverse processes bones 1-10, and damaged his scapula. The patient's wife states that her husband did not have a change in his routine prior to the low bg levels.